Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise; no oversensing was noted. The patient was asymptomatic. No intervention was performed; the patient would continue to be monitored.